Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a crematory with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately 9 months after implant of the ipg and 18.5 years after implant of the right atrial (ra) and right ventricular (rv) leads. The cause of death has been requested and not received.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and visual summary analysis of the lead was performed. It was found that the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The analyst commented that two leads in segments were received in the same bag for analysis. They are the same model and their serial numbers were cut off. Therefore, the specific identity of each analyzed lead cannot be determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant medical products: addr01, ipg implanted:(B)(6) 2014. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.